Event description:
A physician reported a pt who was originally skin tested on 17 february 1998 in the right forearm with negative results. On 17 march 1998, the pt was treated in the nasolabial folds. On 27 april 1998, the pt was seen in the office and the treatment sites were discolored, swollen, hard, and itchy. The onset date of symptoms according to the physician was approximately 20 april 1998; the pt estimated the onset was 1.5 to 2 weeks after the treatment. The physician prescribed a medrol dose pack. On 12 may 1998, the symptoms persisted, and the physician injected intralesional kenalog into the symptomatic areas. On 18 may 1998, the pt reported that her physician prescribed a topical cortisone lotion which did not improve the symptoms. The swelling was improved after the injection of intralesional steriods, but the treatment sites remained red and swollen. The test site remained negative. A consulting allergist had recommended intralesional steroids and laser treatment. The pt alleged that the consulting physician believed the pt might have residual scarring due to the hypersensitivity symptoms. The consulting physician refused to provide any clinical info.